Event description:
It was reported that a continu-flo primary administration set had a melted line. The step in the process during which this occurred was not specified, though there was reportedly no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was received and evaluated. Visual inspection revealed that the set¿s tubing was sealed by the packaging machine. Further visual inspection noted missing seal marks on the pouch. The cause was due to a manufacturing issue. The reported condition was verified. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.